Event description:
Info received indicates the foot end brake casters do not hold in the brake mode.

Manufacturer narrative:
The tech found the casters' teeth were worn. He replaced the casters to repair the bed.